Event description:
It was reported that a hole in the product was identified pre-operatively as the physician was preparing for implant. The physician removed the valve from sterile packaging and soaked it in water per instructions for use. He then pushed gently on the valve (as is his normal practice) and noticed that the fluid was coming through the hole. There was no impact to the patient.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.